Manufacturer narrative:
The event has occurred due to an operator error. Customer should not have run patient samples when automatic quality control was out of range. Instrument is performing as intended.

Event description:
Customer reported that they ran patient samples when the automatic quality control (aqc) was out of range. There was no report of injury due to this event.